Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complainant is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 22", "pacer fault 26", "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.